Event description:
It was reported that a novum iq large volume pump alarmed false air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false air in line" was not reproduced. The unit was able to power on, navigate through the screens and run infusions at different rates with no discrepancies. A review of the event history log revealed "air in line" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.